Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as the patient dropped an unknown baxter minicap and reused it. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient dropped and reused an unknown baxter minicap during peritoneal dialysis therapy, which caused peritonitis. The patient was hospitalized for the event seven days after the start of peritonitis and treated with fluconazole (dose, route, and frequency not reported) for peritonitis. On an unreported date, dianeal therapies were withdrawn and the patient transferred to hemodialysis therapy. At the time of this report, the patient had not recovered from the event. No additional information is available.